Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon has observed radiolucency on one post op x-rays for this pt.